Event description:
Pt had left eye cataract extraction on (B)(6) 2017. She had a wound leak on post op day 1 and was seen by the ophthalmologist. The leak was noted as resolved on her visit on (B)(6) 2017. Her son reported by phone that she had eye pain on (B)(6) 2017, but she could not get transportation to be seen until (B)(6) 2017 when she was diagnosed with post surgical infectious endophthalmitis on the left eye. She continues with treatment but does not have vision in the affected eye.